Event description:
It was reported that the trial inserter broke when inside the threaded part of trial

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The returned device was greater than 6 years old at the time of the event. The stryker spine instrumentation instructions indicates that the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Conclusion: the plausible root causes of the reported event are fatigue from normal wear and cantilever overload.

Event description:
It was reported that the trial inserter broke when inside the threaded part of trial.